Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 5.0x15mm trek rx balloon dilatation catheter (bdc) was used for post-dilatation, however, the balloon was unable to be removed after deflation. The trek rx bdc was removed together with the other devices as a unit. Another 5.0x15mm trek rx bdc was used and was unable to be removed again after deflation. The trek rx bdc was removed together with the guide wire as a unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional trek rx device is being filed under a separate medwatch report number.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported difficulty removing the guide wire from the balloon catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. However, factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na